Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. Review of the device log found no evidence of the report. Repair was declined, and the device will not be recertified for clinical use. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device intermittently powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.